Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side tenderness. Patient also reported "chronic high fevers up to 105 degrees", frequent hospital visits for bacteria infections" and hypothyroidism; these events are not device related. Healthcare professional reported "deflated implants". Device remains implanted.